Manufacturer narrative:
The returned device was evaluated and a tear was observed in the exposed portion of the cannula. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 360 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.